Event description:
The physician used a programmer feature enabling to reduce a flutter. This feature didn't operated as programmed. Whereas only atrial should be paced; the ventricular was also placed synchronously.

Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: all the reported events resulted from an anomaly in the programmer software. It will be corrected in the next release of the programmer software (B) (4). Meanwhile, if nips tests have to be performed, the beginning of session pacing mode of the device should be ddd. If not the case, the pacing mode should be programmed to ddd, the interrogation session must be ended and a new interrogation must be performed before starting nips tests.